Event description:
It was reported that stent dislodgement occurred. A 3.00 x 28mm synergy xd drug eluting stent was advanced for treatment. However, during procedure, the stent became dislodged. The procedure was completed with another of same device. No patient complications were reported, and the patient remained stable throughout.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that stent dislodgement occurred. A 3.00 x 28mm synergy xd drug eluting stent was advanced for treatment. However, during procedure, the stent became dislodged. The procedure was completed with another of same device. No patient complications were reported, and the patient remained stable throughout. It was further reported that there was no stent dislodgement. The vessel was very tortuous, making it difficult to deliver the stent catheter in and causing it to be kinked.